Event description:
A caller reported that the internal battery charge dropped rapidly by 50% in a short period. There was no adverse impact on the customer¿s blood glucose level. Technical support advised the customer to use known working charging supplies, and the customer successfully increased the battery charge. Technical support confirmed a battery jump in the logs and instructed the caller to monitor the system and report if the issue recurred. The customer continued to use the pump for insulin therapy.